Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. The patient experienced perforation of the right ventricle during right ventricular (rv) lead extraction. Repair of perforation was attempted with a surgical window and a bridge pacemaker was placed due to pacemaker dependence. The patient experienced a blood loss of one litre in the chest drain requiring cardiopulmonary bypass surgery to repair the rv perforation. Reprogramming was done during and post-operatively. Six days later a new ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.